Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy cable assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device, when connected to the patient, would not detect the patient connection. The customer indicated that during the patient event, they verified the connection of the defibrillation electrodes and that the therapy cable assembly had a secure connection to the device; however, the device was still showing dashed lines on the screen and would not detect the patient connection. The customer was able to employ a back up device with the same defibrillation electrodes which were connected to the patient, and was able to successfully continue patient care. There was no report of any adverse effects caused to the patient as a result of the reported failure.